Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device.  The reason for call was patient stated the controller battery was dead. Patient said the screen had been dark for a couple days. At one point patient mentioned the "only thing about this machine I don't like is having to fix things". Agent walked patient through removing the battery pack, plugging the controller into the ac power supply, patient confirmed controller powered on. Patient then re-inserted the battery and confirmed the green light on the controller was blinking. Patient tried to unlock controller and reported no device found. Patient confirmed implant battery was depleted. The troubleshooting steps that were taken on the call resolved the issue. Agent reviewed to continue charging controller, then charge implant. Agent reviewed no device found troubleshooting if needed. Additional information received from patient. Pt called back stating that they had it charging ever since they last called and nothing happened. Pt said that they had it on charge all night the other night and nothing happened then either. Agent understood that the pt had the controller charging from the ac since they called ps earlier today. Agent asked the pt about the controller light status, as agent understood that the pt had the controller connected to the ac. Pt said that the light would flash for a while and then it would go to green but now it was black. Pt said that they pushed the up arrow button and that the controller said to check something and then to position the recharger over the ins. Agent then confirmed with the pt that they were trying to recharge the ins. Pt saw the controller circling on looking for device. Pt said that the controller light was not flashing green. Pt then saw no device found. Agent guided the pt into entering passive recharge mode. Pt saw the three numbers as 25 25 25 on the trying to recharge screen. Agent had the pt reposition the recharger. Pt saw the controller light flashing green. Agent reviewed recharger placement with the pt. Pt confirmed that they didn't have bulky clothing on. Pt couldn't get the number higher than 30. Pt saw no apparent damage to the equipment. Repositioning the recharger did not resolve the issue. Agent reviewed recharger replacement with the pt. Additional information received from patient. Pt called back stating they were sent a new recharger and they could not get it to work either. They put it on last night to charge the ins but it would not recharge the ins; the controller was 100% and the ins was at 0%. During call pt attempted to recharge the ins and they were getting no device found. Pt was also getting battey empty cannot provide stimulation recharge your implanted device. Pt noted they had to put a lot of force when plugging in the rtm cords into the controller. Additional information received from patient. Pt called back stating that they got the replacement controller, however software problem (1-intellis, 2-3.6, 3-243, 4-qf_port) was displaying on the controller. Pt said that they had the recharger connected to the controller, so agent had the pt disconnect the recharger from the controller and reset the controller. Pt was using aa batteries in the controller, so agent had the pt use the lithium battery pack from the old controller. Upon completion of the controller reset, pt confirmed that the controller powered on and that the error message was cleared. Pt saw the setup/pairing screens, so agent began walking the pt through the pairing process. Pt saw no device found appear, so agent had the pt tap recharge to go through passive recharge mode. Pt saw that the three numbers on the trying to recharge screen were 37 39 40, so agent advised the pt to reposition the recharger to get a better connection. Pt confirmed seeing the controller light flashing green. Pt got the middle number on the trying to recharge screen up to 96. Pt said that the numbers were fluctuating, so agent understood that the recharger wasn't staying in pl ace over the ins. Agent suggested that the pt use the belt to help hold the recharger in place over the ins. Unable to recharge then appeared, so agent had the pt try again. Pt saw no device found appear, so agent had the pt tap recharge to go through passive recharge mode again. Pt said that the middle number on the trying to recharge screen was jumping up and down, so agent understood that again the recharger paddle wasn't staying in place over the ins. Agent advised the pt several times that the recharger paddle needed to stay in position over the ins and to use the belt to help hold the recharger in place over the ins. Pt would not use the belt during the call. Pt said that they didn't like the way of recharging the ins with the equipment. Pt then got the middle number to stay at 100. Pt saw unable to recharge. Pt saw the setup screens again, so pt started the pairing process again. Pt saw no device found. Agent suggested that the pt try another passive recharge mode cycle and then call hcp if the issue was not resolved as the equipment was working as intended during the call. Additional information received from patient. Patient called stated they have new rtm and controller and still can't get the ins charge. Agent asked patient to start a charging session and patient stated they are getting the passive recharge screen with 35-35-100 and 100-100-100. Patient stated ins was last charge april 28. Device did not complete the passive recharge process. Controller showed screen 74. Agent asked if patient had fall or trauma and patient said they fell on the belly 3 weeks ago and a week ago. Patient stated the ins moved to her waist area like "two knobs". Agent reviewed device function and recommend patient consult with hcp ofc for next steps. Agent recommend returning the old devices to manufacturer.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from patient. Patient reported that they don't know what is going in and that ins does not work. There were no actions taken at this time to resolve issue. Patient reported that ins is off.

Event description:
Additional information received from patient. Patient reported that the physician was too busy to help them with the implant charging and coupling issues. There were no actions taken at this time to resolve issue. Patient reported that they have no battery and they need help regarding this issue.

Manufacturer narrative:
Continuation of d10: product ID 97755-s serial# (B)(6): product type recharger product ID 97745 serial# (B)(6): product type programmer, patient product ID 97745nt serial# (b0(6): product type medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). Pt reported their healthcare provider (hcp) stated that everything was ok. To resolve the issue, the patient got a new recharger and controller. Patient (pt) called back and repeated information from this case noting they couldn't recharge the implantable neurostimulator (ins) even after receiving a replacement controller and recharger from this case. Pt went through passive recharge mode process with 37-37-37 and then went to 100-100-100. Pt reiterated they had a couple of falls, but their hcp noted there was nothing wrong with the ins. Pt noted they had an appointment today with their hcp and a mdt rep. Agent provided pt with ts # for their mdt rep if necessary once they meet today. Pt called back stating the previous agent recommended to contact the rep and get a hold of their hcp. Pt did not have hcp's phone number. Provided the #. Reviewed the process of contacting the rep. Pt has an appointment at 3pm today. Pt mentioned they were at hcp's last week as well but 'things did not work out'. Pt called back stating that it's not working. Pt said that they called and talked to someone to check and they ran something through their phone system and it was working, but they seemed to think it was from the inside from around where the ins was installed and they wanted them to call hcp and tell them, however pt said forget it and that they weren't calling hcp. Pt said that they were on hold for two hours trying to get through to hcp and they couldn't. Pt said that they have an appointment at 2:45 and they were going to tell hcp they couldn't make it. Pt said that they wanted hcp's phone number. Agent reviewed hcp's phone number as on file with the pt. Pt said that they were tired of making phone calls so they would just drive out to hcp's office and tell hcp that they would not be going to the appt.

Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial (B)(6) implanted: explanted: product type recharger product ID 97745 lot# serial (B)(6) implanted: explanted: product type programmer, patient product ID 97745nt lot# serial (B)(6) implanted: explanted: product type medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.